Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarm returned with the red screen, triangle, and numbers. The patient tried about 3-4 times to correct the issue but the alarm continued to return. They restarted the pump while the screen read running and reservoir volume stated empty in 32 hours and 59 minutes. The alarm still returned. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D5: operator of device, updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.